Manufacturer narrative:
The remainder of the investigation remains in progress. A supplemental report will be provided after completion.

Event description:
The customer reported false positive results with the binaxnow covid-19 antigen card for three (3) tests, of the same lot number, performed on (B)(6) 2022 on a nasal sample. This MFR. Report addresses test one (1) of three (3). Additional testing was performed using quickvue antigen test-quidel which produced a negative result on an unknown date. Confirmation testing was not performed. The customer confirmed there was no patient harm due to the test results. Additionally, the customer confirmed there was no delay or impact in the patient's treatment.

Event description:
The customer reported false positive results with the binaxnow covid-19 antigen card for three (3) tests, of the same lot number, performed on (B)(6) 2022 on a nasal sample. This MFR. Report addresses test one (1) of three (3). Additional testing was performed using quickvue antigen test-quidel which produced a negative result on an unknown date. Confirmation testing was not performed. The customer confirmed there was no patient harm due to the test results. Additionally, the customer confirmed there was no delay or impact in the patient's treatment.

Manufacturer narrative:
H4: MFR date: 26oct2022. Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 218991 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 195-000 / lot: 218991, test base part number 195-430h / lot: 215893. The lot met the required release specifications. (B)(4). Abbott diagnostics scarborough, inc. Was unable to determine the exact root cause of the reported issue; however, it could have possibly been related to the specific patient sample. H3 other text : single use, device discarded.